Event description:
It was reported to philips that the system's geometry module needed to be replaced, which can indicate an issue with geometry. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. The system clinical information is unknown. A philips remote service engineer (rse) received a complaint indicating that the system's geometry module needed to be replaced. This case is for replacing the control module geometry material based on another case which was opened to provide the part number per the customer's request. The customer needs the exact part ID for the control module, with no reported complaints or malfunctions. The case is open for material only. No service or work has been done by philips. The codes were updated based on the investigation outcome.